Event description:
The event occurred on an unspecified date and involved a 45" (114 cm) appx 9.0 ml, ext set w/3 gang 4-way stopcocks, rotating luer. The report stated that they were having issues with the product leaking between the manifold ports. The event occurred during patient use in the operating room and they noticed that the patient's blanket was wet. The tubing was not replaced. There was patient involvement and no human harm reported. This is report one of three.

Manufacturer narrative:
The actual sample was not received for evaluation but one photo was received for evaluation and a leak was observed coming between the bond of two stopcock. No additional anomalies are observed on the photo. The complaint of leaks can be confirmed based on photo shared by customer. The probable cause of the leak is unknown. The device history review could not be conducted because no lot number(s) was/were identified.